Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had sensor expired message and they was on manual mode. The customer¿s blood glucose level was 15.7 mmol/l at the time of the incident. Customer stated transmitter light blinks when they removed it from the charger. Troubleshooting was performed. The insulin pump will not be returned for analysis.